Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including breasts getting harder, then soft and then hard again, bilateral breast pain, brain fog, loss of muscle strength, loss of shape in breasts, joint pain, fatigue, and difficulty getting up from sitting or lying down. The patient had physical exams performed and the doctor believes that the implants are encapsulated. Baker grade for the capsular contracture is currently unknown. In addition, the patient reported there is possible mold in her implants. The root cause of the patient¿s symptoms is unclear. Currently, there is no evidence that the patient's breast prostheses contain mold. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.